Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic due to fatigue and palpitations. The patient was bradycardic. The pacemaker was unable to be interrogated with inductive telemetry, and received an error message. It was discovered that the pacemaker was low on battery. There was no allegation of premature battery depletion, and it is unknown whether the device had reached end of life. A 12 lead EKG was performed and found that the pacemaker was pacing asynchronously, competing with the patient's junctional rhythm and frequently pacing r on t. The patient was admitted for monitoring. The device was explanted and replaced, and the patient was in stable condition throughout.

Manufacturer narrative:
It was confirmed that the complaint of failure to interrogate was caused by low battery voltage. Analysis was normal. No anomalies were found.